Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported that during the intraocular lens (iol) implant procedure the lens was pinched in the cartridge and was damaged. The surgery was completed with the replacement lens during initial procedure. There was no patient ham.additional information has been requested.

Event description:
Additional information has been received that the damage of lens happened during preparation stage. There was no patient contact.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned adhered in solution outside the well area of a disassembled lens case. Viscoelasetic was dried on the lens. One haptic was broken in the haptic/optic junction and into the optic material. The broken haptic was not returned. The optic edge has additional broken area near the broken haptic. The broken optic portion was not returned. The optic anterior has a cracked area near the broken optic and broken haptic damage. The posterior of the optic has more than nine separate cracked areas (small to large) near the broken haptic and broken optic damage. The cracked damage appeared to travel toward the optic center. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that a non-qualified cartridge and non-qualified viscoelastic were used. The handpiece information was not provided. The root cause for the reported complaint was most likely related to a failure to follow the (instructions for use) IFU. The company 26.5 diopter lens is not qualified for use in the indicated company d cartridge. The qualified diopter range for the company d cartridge is 6.0-25.0. Also, the viscoelastic indicated is not a qualified viscoelastic for this lens when used with qualified associated products. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).